Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes had a line blocked alarm. Patient changed cassette, infusion set tubing, and infusion site to successfully resolve alarm. Patient was concerned that tubing may have been damaged due to it being under her clothing. Pss educated pwd on possible causes of line blocked alarm and how tubing can be worn under clothing by ensuring tubing is not wrapped around pump, tucked into waistline, or against any clothing that may cause tension on the tubing/connection. The event occurred during infusion, and the operator of the device was the lay user/patient.